Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was tunnel pressure, however when completed with the dissection, they were not getting any kind of tunnel and could not establish tunnel pressure during branch division. They tried to irrigate the cannula in case something was blocking the co2, used accessory kit, changed port, but still didn't work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).